Event description:
The manufacturer received information alleging reportable "service required" alarm conditions occurred. There was no harm or injury reported. The device has not yet been returned to the manufacturer. At this time, we are unable to confirm the alleged malfunction. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging reportable "service required" alarm conditions occurred related to a ventilator's sound abatement foam. The ventilator was returned to the manufacturer service center for evaluation and the device's obm assembly ,obm harness, system pca were replaced due to the errors 80, 81, 149, 157, 160 in the log to address the issue.

Manufacturer narrative:
A correction to h10 was made and should be: the manufacturer previously received information alleging reportable "service required" alarm conditions occurred. There was no harm or injury reported. The ventilator was returned to the manufacturer service center for evaluation and the device's obm assembly ,obm harness, system pca were replaced due to the errors 80,81,149,157,160 in the log to address the issue.